Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a loose grip cable at the input disk inside the housing. As a result of the loose grip cable, functional testing for motion related issues cannot be performed. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The instrument exhibits scratch marks/abrasions on the orange plastic section of the tube extension. Tube extension scratch marks measured roughly 6.11mm x 1.29mm. There was material missing. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was slow to move and unable to move in different direction. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the surgeon console. It moved only to certain extent but unable to do the procedure as not moving in certain direction. The movements of the surgeon scale appropriately to the instrument. The instrument did not move in the intended direction. The instrument didn¿t move at all, tried different direction but didn¿t work. The timing of instrument movement was appropriate. The issue was persistent. Issue was not resolved. Another instrument was used. One of the wires was coming off from the scissors. The instrument was checked and no damages noted. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the monopolar curved scissors instrument lost its full movement, and it was replaced with a new one. The procedure was completed with no reported injury.